Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was further analyzed and a high battery current was confirmed. The high current was due to excessive current draw on two power supply components within the device's circuitry. This high current condition is consistent with a low voltage level translator anomaly. The root cause of the high current condition within the integrated circuit could not be confirmed.

Event description:
--

Manufacturer narrative:
The device has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of this date, the device has not been replaced. The physician is aware of the data analysis provided by engineering, however has not yet scheduled the replacement. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed 7 years remaining at the patient's last device check and is now showing 11 months remaining. There were also issues encountered using wireless telemetry, so wanded telemetry was used to check the device. Device data was downloaded and sent in for engineering analysis. A review of the device data revealed both spi and calibration failures, which suggests an anomaly with the radio frequency (rf) subsystem. The rf radio was working at one point (at least enough for an approximate 5 minute session using remote monitoring and an approximate 12 minute session using the programmer). The device has attempted 703 rf radio calibrations, and failed 682 times. This means the central processing unit has retried multiple times to connect with the rf radio to calibrate and failed multiple times. The calibration retries are not working. Engineering does not believe this issue will be able to correct itself. The device appears to have persistent issues communicating with the rf subsystem resulting in high power consumption, which appears to be to be hardware related. As a result, device replacement was recommended.